Event description:
It was reported that during a procedure in the heavily tortuous, mildly calcified, distal left anterior descending coronary artery, the balloon of the 3.0 x 38 mm xience xpedition failed to inflate and the stent was not deployed. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for inflation issues from this lot. Based on the reviewed information, no product deficiency was identified.